Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty performed on (B)(6) 2026. During the surgery, the trial balloon passed through the working sleeve without any problems, and was subsequently inflated and removed without any problems. When the same procedure was attempted with the stent balloon, it got caught at the entrance to the working sleeve and could not be inserted. As a next step, the surgeon applied negative pressure outside the surgical field and the balloon was again inserted into the working sleeve, but it again got caught at the entrance to the working sleeve and could not be inserted. The spare balloon was opened and the balloon was inserted successfully, so the surgery was completed successfully with no delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h4. Corrected: d4 primary UDI number. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the catheter was returned with the stent assembled within the balloon. The tip of the balloon was slightly deformed, as well as the stent showed slightly expanded from the tip. Without mating device, a complete functional test can not be performed, however, due to the condition of the returned device an issue with proper assembly can be confirmed. Additionally, the stiffening wire was not returned and hardened liquid solution was noted along the tube. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces. However, with available evidence, the complete potential cause can not be fully determined. Properly handling and attention to the approved use of the device diminishes the risk of failure. Surgical technique se_818940 rev. Ab was reviewed and the following relevant statements were found: insert the balloon catheter with the attached stent under lateral fluoroscopy. The full release (initial) length of the balloon with stent is outside the working sleeve when the proximal end of the white marking of the catheter shaft disappears into the working sleeve. Precaution: check the position under fluoroscopic control and confirm the desired position under ap view. It is important that the whole balloon portion including the stent is positioned completely inside the vertebra and that these parts have completely passed through the working sleeve. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the vertebral body set/medium- sterile would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part:09.804.601s, synthes lot: 82346833, supplier lot:82346833, supplier: confluent medical technologies, relesase to warehouse date: aug 04, 2025. No ncrs generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.